Event description:
Add'l info provided by the reporting surgeon indicates that the pt is doing well following an intraocular lens (iol) exchange. The source of the reported opacity/deposit on the anterior surface of the initial iol remains unknown.

Event description:
A surgeon reported that a pt experienced decreased vision four days following cataract surgery. An oily film was noted on the anterior surface of the intraocular lens. The lens was exchanged. The surgeon does not know what the residue was. It had a viscous consistency. No lot number or product was returned for eval. The relationship of this event to the viscoelastic is not known.